Manufacturer narrative:
This event is being recorded under (B)(4). The device will be returned for analysis; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that outside of surgery the carrier guard is bent. No patient involvement. Diligence is complete as a no additional information was noted.